Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. A technical support specialist provided complete information for a pump reset and guided the caller through the process, after which the issue was resolved, and the customer successfully started their sensor session.